Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using three prostyle devices. Reportedly, the devices were not seated as they should be. The patient had a hematoma. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of a right common femoral artery using three prostyle devices after an interventional percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly with all three devices, the suture broke when the plunger was withdrawn. A 5x5cm hematoma was present. Manual compression was applied to treat the hematoma and to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2 correction: outcomes attributed to ae updated from ni to na. H6 correction: health effect - impact code 4614 was removed and replaced with 2199. H6 correction: medical device problem code 3190 was removed and replaced with 1142.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The reported patient effect appears to be related to the circumstances of the procedure. The patient effect of hematoma is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.